Manufacturer narrative:
This supplemental report is being submitted to provide the correction. Updated fields: h2, h6, h11. Corrected fields: h6 (changed c0201 to c19 and d02 to d14, removed c0201 and d02), h11. The reported failure was not confirmed. No new reportable findings were identified during device evaluation. As the previously reported ¿no image¿ issue has been removed from the investigation findings, the cause provided for no image in the previous emdr should no longer be considered. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited scope error e237. There was no patient involvement.

Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer's allegation the cause was not established. Regarding the no image, it was due to the connector of the plug unit was corroded. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.